Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed that there was no patient involvement. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device is getting cbit program crc test failed error. The customer reported that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised caller per service manual to reload software, and if it does not resolve the issue, to replace the cpu pcb (software (B)(4)). The customer requested onsite service under warranty. Fse has been dispatched for repair.